Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 139 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), general physical health deterioration ("my general condition is deteriorating"), fatigue ("chronic fatigue"), depression ("depressive state"), cognitive disorder ("cognitive disorders"), memory impairment ("memory disorder"), headache ("headache"), myalgia ("muscle pain") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the heavy menstrual bleeding, fatigue, depression, cognitive disorder, memory impairment, headache, myalgia and arthralgia had not resolved. The outcome of general physical health deterioration was unknown. No causality assessment was received for essure with regard to general physical health deterioration, heavy menstrual bleeding, fatigue, depression, cognitive disorder, memory impairment, headache, myalgia or arthralgia. The reporter commented: I am in the process of the removal procedure because my general condition is deteriorating even though I am set on being in good shape. It took me a long time to make this connection and I am aware that to date, these inserts have ruined 10 years of my life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. The most recent information was received on 30-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 139 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), general physical health deterioration ("my general condition is deteriorating"), fatigue ("chronic fatigue"), depression ("depressive state"), cognitive disorder ("cognitive disorders"), memory impairment ("memory disorder"), headache ("headache"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the heavy menstrual bleeding, fatigue, depression, cognitive disorder, memory impairment, headache, myalgia and arthralgia had not resolved. The outcome of general physical health deterioration was unknown. Essure was removed on (B)(6) 2024. No causality assessment was received for essure with regard to general physical health deterioration, heavy menstrual bleeding, fatigue, depression, cognitive disorder, memory impairment, headache, myalgia or arthralgia. The reporter commented: I am in the process of the removal procedure because my general condition is deteriorating even though I am set on being in good shape. It took me a long time to make this connection and I am aware that to date, these inserts have ruined 10 years of my life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.